Event description:
The facility reported an infusion pump with underinfusion. The event was reported to have occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed defective pump head module caused the inaccuracy. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly.